Event description:
It was reported that upon removing the yellow protective sheath, resistance was felt and the shaft fractured. The device was not used on the patient. A new device was opened and used and the procedure was done successfully. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration and incorrect prep. Evaluation summary: the device was returned for evaluation. The reported separation of the shaft was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath or shaft separation reported from this lot. It should be noted that the instructions for use (IFU) instructs the physician to: note the use-by (expiration) date. The sheaths were removed per the IFU by holding the distal catheter shaft with one hand, grasp the yellow outer sheath with the other hand and carefully slide it towards the distal flare. However, the device was returned with contrast in the inflation lumen, suggesting the device had been prepared for use. Per the IFU, the dual layer sheath removal is to be performed prior to preparing the device. Based on the information reviewed, there is no indication of a product deficiency.